Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient is experiencing pain at the ipg site due to its location. As a result, the patient underwent surgical intervention. During the procedure, the patient's ipg was relocated to the patient's abdomen. Surgical intervention resolved the patient's issue.